Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. Patient harm is unknown. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. The service engineer confirmed on-site the technical error codes in the device logs, but he was unable to reproduce them during simulated use testing. The expiratory channel printed circuit board (pcb) and both pressure transducer pcbs were replaced as a precaution. The ventilator was returned to customer and cleared for clinical use after passed functional and safety tests per factory specifications. No part was returned. One and a half months later, it was informed that the ventilator had been used since the repair without any problems. The evaluation of received device logs confirms the generation of the reported technical error codes once on (B)(6) 2021, and stop of ventilation. Pre-use checks passed seven days before and also after the event. Previous investigations of similar events have shown that the emmc memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent the event are planned to be implemented in an upcoming software release.

Event description:
Manufacturer ref. #: (B)(4).